Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the reported allegation could not be conclusively determined. The foreign material was brownish-red but was not identified. The most likely cause of allegation was attributed to the following: 1. The pre-cleaning was not conducted immediately after a prior procedure, which may have caused the material to adhere to the auxiliary water channel and causing the material to be difficult to remove. 2. Water flow was not enough at pre-cleaning and/or manual cleaning, which may caused the material difficult to remove. 3. Water remaining inside the channel was not properly removed after reprocessing, which may have led to the metallic pipe at distal end to corrode. As a result, this may have allowed the foreign material to adhere easier. The instructions for use (IFU) instructs the users perform precleaning immediately after every procedure in ¿reprocessing manual:5.3 precleaning the endoscope and accessories¿ as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ instructions for use (IFU) provided details regarding brushing and cleaning methods for channels in section 5.5: manually cleaning the endoscope and accessories. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user report was confirmed. The evaluation found a foreign substance exiting the auxiliary water channel and the channel was also found to have a weak flow. The investigation is ongoing and follow up with the reporter is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the reporter.

Event description:
The customer reported to olympus, during an unknown procedure, there was foreign material exiting the "water jet" channel on the exis exera iii colonovideoscope. There were no reports of patient harm associated with this event.